Event description:
It was reported to philips that system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start up. Upon troubleshooting fse found that the software crashed. To resolve the issue, fse re-installed system software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.